Event description:
It was reported that a patient had a lead revision. Follow-up to the company representative revealed the reason for the replacement was due to high lead impedance. Lead replacement surgery occurred on (B)(6) 2016. Additional relevant information has not been received to-date. The explanted lead has not been received to-date.

Manufacturer narrative:
Explant date: the explant date was inadvertently reported to be (B)(6) 2016 on the initial report, when it was intended to be reported as (B)(6) 2016.

Event description:
It was reported that the lead was most likely discarded by the explant facility.